Event description:
It was reported to medtronic minimed that the customer experienced insulin pump had a damage at back of the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the device was returned for analysis.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. After multiple battery replacements, unit persisted on blank display. Pump was received with blank display due to cracked case behind the pump at the battery compartment, causing the battery tube to become loose with no contact between the test battery cap and battery tube being made. The battery tube assembly was pushed back in the right position, monitored, and no blank display was noted. The baat tool was utilized to search for any battery related alarms that may have occurred in the past or around the call date that may have triggered the reason for the customer's call. Unit was successfully downloaded using thump software for reference. The baat tool recorded the following: battery cycle 4.0 received the lowbatteryalert (104) on (B)(6) 2025 02:06:00 after more than 7 days at 18.4 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 05:21:00 after more than 7 days at 18.79 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to ensure proper functionality of the unit. Unit passed active and sleep measurement current test, and self-test. No blank display noted during testing. Unit was received with: label damage (faded), cracked case (battery tube), broken battery tube threads, cracked case, cracked keypad overlay, missing display window/cover, scratched case, and pillowing keypad overlay. In summary, customer allegations for blank display were observed upon new battery installations. However, no blank display was noted after the battery tube assembly was pushed back in the right position and monitored. In addition, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) and broken battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.